Event description:
Nellcor puritan bennett received a report from a biomedical engineer stating that after the unit was dropped, it did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The unit has been received. Evaluation of the unit is anticipated, but has not yet begun.